Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. After a couple of attempts, the cartridge was successfully loaded and pump therapy resumed. The pump momentarily displayed 50 units if insulin on board and then pump resumed insulin delivery. Customer¿s blood glucose was 300 mg/dl. Although multiple attempts were made by tandem technical support requesting the upload of the pump data for review, customer did not reply.